Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:16:23. During night drain cycle four, the patient's ultrafiltration reading was 1728ml, indicating the home patient (hp) drained 1628ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. A review of the following labeling was performed: 07-19-61-244 (B)(4) 2009 homechoice and homechoice pro apd systems patient at-home guide. Section 9 "operating instructions - change program" states this warning in table 9-7 on page 9-21 "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. See page 18-58 for iipv symptoms or if iipv is suspected. Additional care should be taken to monitor for iipv symptoms for those patients not able to communicate essential information to their caregiver during treatment." Page 9-22 states "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf. For help in converting 70% of your expected total therapy uf into a value that can be programmed as your total uf for your tidal therapy, see 19.17, determining tidal total uf and last manual drain uf target volume settings, on page 19-18." If any additional information is received, a follow-up will be sent.